Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that one of the metallic lid release latches on the battery housing became loose. No consequences or impact to the patient. No further information has been provided.